Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mmx40mmx145cm coyote es balloon catheter was advanced for dilatation. Initially, the balloon was successfully inflated at 14 atmospheres; however, upon the second inflation at 14 atmospheres, the balloon ruptured after a duration of 60 seconds. The device was completely removed from the patient's body and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.